Event description:
It was reported that the electrosurgical unit (esu/generator) was involved in a pt incident. A colonoscopy, was performed on an elderly pt to remove many polyps in the colon. The settings were endocut q mode, effect 1, cut duration 2, cut interval 6. The interventionalist removed three (3) polyps in the sigmoid, two (2) in the ascending colon and two (2) in the cecum. The pt returned within two (2) days and the physician endoclipped one of the ascending sites because of a possible perforation. Nonetheless, the pt worsened and underwent surgery. A cecal perforation was reported.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The evaluation included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the reported event. The endocut mode is often used in endoscopic polypectomies. Based upon anatomical presentation, the physician chose to use the setting 1-2-6. With this setting, there was no active coagulation, an increase cutting speed, and no change with the interval. Most likely, there were many factors involved with the situation [for example; technique and the pt's condition (i.e., being elderly, having multiple polyps, etc.)]. However, no conclusive determination could be made as to the cause of the event. The physician has tried various settings with the endocut mode, but has elected to use the forced coag mode in the future to perform polypectomies. The involved medical personnel are being made aware of the findings. No trends have been identified with this incident. MFR is now closing the file on this event.